Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unspecified mentor gel implants, suffered bilateral rupture post-operatively. Patient stated that the ruptures could have been from their grandson hitting her. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 575cc mentor memorygel breast implant catalog: 3505751bc, lot: 7316256, sn: (B)(4) and (right) 575cc mentor memorygel breast implant catalog: 3505751bc, lot: 7715982, sn: (B)(4). This medwatch form is for the left breast prosthesis.